Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device revealed the devices resemble typical explanted products. The stem is scratched and marred, the trunion show signs of wear. The tandem cup liner show signs of damage. The cocr head is intact. The devices were manufactured in 2012. A lab analysis was completed with the following results: damages were observed on the porous surface of the synergy stem that might have occurred during removal. The neck of the synergy stem has scratches on the polished neck that may have occurred during usage and extraction. The scratches on the surface of the cocr tandem that would articulate against cartilage could have occurred during usage. The polyethylene component remained well fixed inside the tandem cocr component. The top liner ring had signs of plastic deformation on the face of the rim. The cocr head had scratches on the articulating surface that could have occurred during usage. The tapers on the femoral stem and femoral head appeared worn and this debris may have caused metallosis in the joint. The patient x-rays returned showed cocr femoral head disassociation from the femoral stem at the taper junction. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. After the evaluation, the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the patient presented with trouble walking and pain. X-rays confirmed her bipolar shell along with head had dislocated from the stem. The patient underwent a revision surgery and during the revision surgery, the surgeon noted the patient had significant metallosis.